Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 3/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens which can be attributed to receiving the lens stuck to a piece of paper and therefore cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event; exact date is unknown, not provided. Best estimate is between (B)(6) 2021 - (B)(6) 2021. If implanted; give date: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (iol) was removed from the patient's right (od) eye in a secondary procedure because of a myopic surprise. A replacement lens is the same model at a lower diopter (8.5). There was no additional intervention. Reportedly, the patient is doing fine post-exchange. No further information provided.